Event description:
In 2004, the lay user patient contacted lifescan alleging that her one touch ultra meter was reading the incorrect unit of measurement. The medical affairs specialist left a phone message for the patient one day later and sent a letter to the patient three days later. The patient received a result on the reported meter that twas in mmol/l instead of mg/dl. The specific result was not provided. She thought that the result was a "low" blood glucose reading and she took sugar substance to increase her blood glucose level. She was taken to the hospital ER. Results obtained and/or treatment rendered in the ER was not provided. The customer service agent (csa) confirmed that the meter was sent to mmol/l instead of mg/dl and the meter had previously been set to the correct unit of measurement (mg/dl). The patient was unable/unwilling to answer whether she had recently changed the unit of measurement setting in the meter. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter since the blood glucose results and the treatment received is not provided. The meter, test strips and control solution were replaced.